Manufacturer narrative:
As stated by the instructions for use, error 5 is signaled by the pump in case of irregularity in the pusher advancement. The service checked the thrust force and the signal of the optical encoder, and performed many infusion tests under load by simulating near-occlusion conditions, without finding evidence of error 5. No malfunction was found by service, which proceeded with the regular maintenance service. Device evaluated and returned to the distributor/user. No consequences for the patient.

Event description:
The customer reported that the pump gave "error 5".